Event description:
It was reported that during an unk procedure, clips would not hold after placing. All the clips did not close properly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.